Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number (B)(4). Visual inspection noted the balloon was inflated. Water removed using syringe. Catheter tested for difficulty draining. The catheter balloon inflated using returned syringe with 10ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty. The balloon deflated 10ml methylene blue solution within 50sec. After deflation mushrooming present. The catheter balloon was deflated within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre test the sterilized water in the foley catheter was not returning. Per notification from investigator on 06feb2026, it was reported that asymmetrical balloon was found and after deflation mushrooming present during sample evaluation on 04feb2026.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone number: (B)(6). Complete initial reporter facility name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test the sterilized water in the foley catheter was not returning.